Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 226 mg/dl. Customer was trying to give 75 units of insulin. Customer removed the battery and re-inserted the battery and received a failed battery test. Customer stated that the battery was only 2 days old. Customer stated that the keys are not responding. Customer mentioned that the pump was placed in her bra and might have been exposed to sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.